Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported infusion set fell off during use event occurred on (B)(6) 2026. Infusion set was in use for ten to fifteen minutes. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.